Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/28/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
The customer report: "patients are complaining of pain when using the multi-sample needle. This week we had two cases of the needle's bevel becoming blocked due to poor sharpening. One of the patients had to be punctured three times and, when we removed the needle, we observed that the bevel was obstructed by the patient's skin".

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type - adverse event and product problem provided in the initial MDR [3014312726-2024-00241].the previously reported type was incorrect. The correct report type is product problem only.